Event description:
Lens impaired by "white" matter. Unable to rinse it with water jet. The water jet doesn't seem to reach or touch the lens. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Modelec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: our investigation has not found that scope design or scope manufacturing are contributing factors to the blurry images. Considering environmental factors, it was found that when procedural debris with a high concentration of lipids and other hydrophobic strictly confidential, attorney client privileged and attorney work product material adheres to the lens, it is difficult to remove. Accordingly, blurry image issues appear to be due to environmental factors. It is not easy to resolve all environmental factors, but our investigation has revealed that using a lens cleaner containing a surfactant component as a measure to remove lipid-rich debris may be a way to respond to various environmental factors. This measure is effective for removing different type of contaminants. We have communicated this recommendation of using a lens cleaner containing a surfactant to the complainants. The optional use of a lens cleaner is referenced in the IFU.